Event description:
It was reported that the physician was unable to deploy the stent due to friction at the lesion. The stent delivery system and the guidewire were removed from the patient. It was noted that the guidewire was stretched after removal. There was no clinical consequence to the patient. The patient was reportedly in a stable condition. Analysis of the returned guidewire found that the distal tip was separated and the polytetrafluoroethylene (ptfe) coating was peeling at the proximal end of the guidewire.

Manufacturer narrative:
Results code (other): for distal tip separated. Additional information regarding the event was requested and the following was determined: there was no damage noted to the packaging or the device prior to use. Continuous flush was maintained. The device history record review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device found the ptfe coating was missing between 28.0cm to 34.5cm from it's proximal end. The coating was missing 360 degrees around the guidewire; and sections of the ptfe coating were partially peeled up from the stainless steel core wire. The coating damage on the proximal end of the device was most probably due to the insufficient tightening of the torque device and the torque device having been dragged down the guidewire. The labeling states: "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e. Core wire abrasion/peeling of ptfe, etc.)" Therefore, it was determined that user error contributed to the peeling found on the proximal end of the guidewire. Further examination revealed the guidewire was separated at 193.0cm from its proximal end. The inner coil was stretched; indicative of the device was separated due to stretching. The damage found on the guidewire is indicative of the device was either advanced or withdrawn with excessive force most likely to overcome the reported friction within the system. However, from the information provided and investigation results a root cause of the reported friction between the guidewire and the stabilizer cannot be determined. Therefore, a root cause of undeterminable has been assigned to the event.